Event description:
Per medical records: it was reported that on (B)(6) 2008 the patient underwent anterior lumbar interbody fusion at l3-s1 in which rhbmp-2/acs and spacers were used.

Manufacturer narrative:
Additional information: (B)(4). (B)(6).

Event description:
It was reported that on (B)(6) 2009: the patient underwent x-rays of the lumbar spine, ap and lateral views, due to a history of back pain. Findings: two rods posteriorly, running longitudinally one to each side of midline held in place by pedicular screws extending into l2, l3, l4, l5, and s1. There is no change in position of these rods or screws from the prior study of (B)(6) 2009. There are disc devices at l3-4, l4-5, and l5-s1 levels as well. The patient may have some bone or coral along the left side of the spine at l2-3 and l3-4 and perhaps down through the sacrum as well. The patient does have mild dicrocoeliosis of the lower thoracic and lumbar spine, as noted before. It was reported that the patient developed injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.